Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty removing the guidewire is confirmed and was determined to be use-related. One 0.018 in. X 50 cm nitinol guidewire was returned for evaluation. An initial visual observation showed some use residues throughout the returned guidewire. A sharp kink could be seen at the distal, coiled section of the guidewire. A microscopic observation revealed misaligned coils at the kink in the distal end of the guidewire. No breaks were observed along the length of the guidewire. A small section of the coil wire at the kink appeared to be separated, exposing the core wire. Because the coils in the guidewire appeared slightly separated, the complaint of difficulty removing a guidewire is confirmed. Pulling the guidewire against a needle bevel may cause the guidewire to kink or break during the insertion process. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during mid line installation, when removing the guide from the canula, the guide could not be removed. Remove the canula + guide and use a new kit. The guide was bent approximately 3 cm from the distal end (loose coil). Placement of a new midline on another site. No other information was provided. Additional information received 03/04/2024: it was reported the guide was stuck at the level of the needle in the vein, it could neither be moved forward nor backwards, the ide and doctor heard a rubbing noise that does not usually appear, bleeding at the insertion site, placement of a 2nd device further down, on the same arm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that during mid line installation, when removing the guide from the canula, the guide could not be removed. Remove the canula + guide and use a new kit. The guide was bent approximately 3 cm from the distal end (loose coil). Placement of a new midline on another site. No other information was provided. Additional information received 03/04/2024: it was reported the guide was stuck at the level of the needle in the vein, it could neither be moved forward nor backwards, the ide and doctor heard a rubbing noise that does not usually appear, bleeding at the insertion site, placement of a 2nd device further down, on the same arm.